Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of an arterial placement with device migration was inconclusive due to the sample condition. A radiographic image was returned for investigation. The image shows the thoracic region of a patient. What appeared to be the catheter was visible in the images. The catheter appeared curved in the axillary region. The PICC was reportedly placed using 3cg. Two days after placement, an ECG and chest x-ray were taken, which reportedly showed arterial placement. The arterial placement could not be confirmed from the returned image. Since the product code was unknown, the following excerpts were taken from the PICC placement IFU with sherlock 3cg stylet. ¿the sherlock 3cg* tps stylet, sherlock 3cg* tcs system, and the site~rite* ultrasound system, include a comprehensive, integrated set of PICC placement tools such as vein location, lumen size visualization, needle guided vein access, catheter tip orientation, catheter tip depth, catheter tip placement using ECG, and ECG placement documentation.¿ ¿select a vein based on patient assessment and pre-scan. Recommended veins are basilic, cephalic, and brachial veins.¿ ¿access vein: perform ultrasound and locate vessel. Follow ultrasound system instructions for use. Perform microintroduction. Follow catheter instructions for use regarding microintroduction technique. Secure guidewire.¿ the powerpicc IFU indicates that if the artery is entered, withdraw the needle and apply manual pressure for several minutes. The reported device migration could be attributable to the inadvertent arterial placement, patient movement, and securement technique. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that a PICC was placed using 3cg, and two days later ECG and post cxr showed arterial placement. Health care professional believed the device migrated after placement. Facility reported that there was nothing "off" about the placement, there was no dressing change, and no harm to patient.